Manufacturer narrative:
The device in question was returned manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received the laparoscopic forceps broke after just one gentle use, and the doctor thinks that there is a manufacturing defect, as it broke when taking a soft intestinal loop. No death or (unanticipated) serious deterioration in state of health reported.